Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with multiple low speed alarms. Left ventricular assist device (lvad) interrogation showed speed drops as low as 2000 rpm. There were no pump stoppages noted. The patient was put on an ungrounded patient cable and speed was noted to be stable at that time. There was suspected short-to-shield. Log file review showed multiple low speed and low flow alarms on (B)(6) 2024. The issues appeared to occur while the patient was connected to the mobile power unit. X-rays showed a slight indentation to the shielding near the connecter end bend relief but were otherwise unremarkable. A percutaneous lead repair was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. The patient had no symptoms while they were in the emergency department. They were doing well and discharged home.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: model and catalog number have been corrected. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline from (B)(6) confirmed external wire damage that would have contributed to the low speed events captured in the submitted log file on (B)(6) 2024 while the patient was supported by the mobile power unit (mpu). A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 19.5¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon disassembly of the driveline, visual inspection and hi-pot testing of the underlying wires confirmed a breach to the insulation of the black wire approximately 15.75¿ from the controller connector. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of repetitive flexing of the driveline in this area. If the exposed conductors of the black wire contacted the metal braided shield while operating on a grounded power source, such as the power module with a grounded patient cable or the mpu, the resulting short to ground would have resulted in the low speed and pump stop events confirmed via the submitted log file. Incidental finding: the returned distal section of driveline was found to have superficial silicone jacket damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.